Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose was 174 mg/dl. The distributor received the pump for investigation, loaded a new cartridge, and was unable to duplicate the error.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.